Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records 26 feb 2018. After review of the medical records for MDR reportability, the patient was implanted with a left attune knee on (B)(6) 2014. On (B)(6) 2014, the patient was diagnosed with a left leg dvt. The patient was later revised on (B)(6) 2016 for pain and loose tibial component at the cement to implant interface. (Competitor cement). This event will be captured on a linked pc, but the loosening/pain will be reported on this pc with the dvt. The patella implant wasn't revised on (B)(6) 2016. Competitor products were placed at revision. Doi: (B)(6) 2014; dor: (B)(6) 2016 (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient code: no code available (3191) used to capture the surgical intervention, medical device removal depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
(B)(6) 2016: revision of the left knee was performed secondary to pain and suspected aseptic loosening. Intraoperative findings include synovitis; and a loose tibial base plate at the cement to bone interface. Intraoperative complications included a comminuted distal femur fracture when cementing the femoral component, however competitor implants were used for the revision. Doi: (B)(6) 2014. Dor: (B)(6) 2016.